Event description:
It was reported the output connectors are broken, and the outer case is cracked. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event of the broken output connectors, but the case area around and holding the connectors was broken. The lead flex cover was found to be contaminated, the battery contacts compressed, and the upper and lower case were cracked/broken. The side bail covers, ring cover, and battery drawer were broken, the ring missing, and the serial number label torn.